Manufacturer narrative:
(B)(4). Returns were not available according to the complaint text. In-house materials were used for the investigation. Testing with abbott controls indicated that assay precision was meeting package insert claim. Multiple replicates of two levels of serum-based panel which contain known concentrations of rubella igg were tested. The concentrations for both panels were within specification, which indicated that the assay is capable of accurately reading varying concentrations of rubella igg. Customer complaints received were reviewed to determine if others have experienced this same issue. The review of these data did not identify an increase in the number of complaints related to the customer observation when using the axsym rubella igg assay. Product labeling adequately addresses possible contributors to the customer observed issue. Based on our investigation, we conclude that the axsym rubella igg assay is performing as intended, and is meeting their safety, effectiveness, and label claims. No product deficiency was identified.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that they suspect a falsely positive result of 80 iu/ml was generated when processing a patient specimen using the axsym rubella-igg assay. The customer had indicated that this patient had previously tested negative (no date provided). The specimen was repeated yielding a negative result of 0.0 iu/ml. No adverse outcomes were reported related to this issue.